Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test and it was unable to prime during prime test due to loose drive support disk. The pump was received with cracked case at display window corner, battery tube threads, reservoir tube, broken belt clip slot, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was sitting at work and the pump vibrated and alarmed motor error. The customer stated that the pump read rewind pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.